Manufacturer narrative:
The insulin pump alarmed motor error during the occlusion test due to loose protruded drive support disk and unable to verify a33 alarm or perform the no delivery test due to motor error alarm. However, the insulin pump passed the currents test, self-test, a21 error test, displacement, rewind, basic occlusion test. The insulin pump was received with cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube, cracked display window, broken belt clip slot, minor scratched display window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system after the reservoir was changed. The customer's blood glucose was 117mg/dl. Customer stated the insulin was squirting out during the manual prime process. The customer treated with manual injection. The customer was advised to discontinue the use of the insulin pump and revert to back up plan.